Event description:
Patient reported experiencing elevated blood glucose level greater than 400 mg/dl. Patient's normal blood glucose level was not provided. Treatment received was not provided. Patient stated she received an injection of cortisone but the medical staff stated this is not the reason for her elevated blood glucose level. Patient reported the medical staff suggested that there is something wrong with the piston rod on the infusion device. Patient stated she changed the cartridge this morning and during the filling program the infusion device went to stop mode but the piston rod kept on forwarding; no error message appeared. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).